Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. A cold reset was performed. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Customer states the pump was stored or not in use for an extended period of time. Customer also received signal too low alarm. The insulin pump will not be returned for analysis.